Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was an artifact noted on the v lead during threshold checking of the a lead. Data was sent in for review. When paced at 100 and then stopped there were spikes in the rv lead. Noise was seen on the rv lead in episodes. Does not look physiologic at times. Many episodes appeared in the log. There did not seem to be any trauma or falls for the patient. Programming changes were discussed.